Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 400mg/dl, and she has treated with manual injections. The caller stated that the customer had stomach aches. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test, and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was bent but not occluded. Reminded the mother that the infusion set should be changed every two to three days. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.